Event description:
It was reported that the generator cable on the 9900 system was damaged and not fully connected. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator cable connector was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.